Event description:
A facility medwatch report: (B)(4) was received that stated: "a servo ventilator started to alarm when health care provider noticed that the patient was not getting minute ventilation or tidal volumes. Health care provider checked all tubing and did not find anything unusual. The ventilator had an error message that read expiratory cassette was changed . It had not been. Health care provider got the ambu bag with the veletri attached and started to bag the patient and another respiratory therapist got a new ventilator set up for the patient. The patients oxygen saturation never dropped below 95%." Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. An investigation/repair of the ventilator was not needed. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined.